Event description:
It was reported that during a device upgrade procedure this right atrial (ra) lead was found to exhibit poor sensing values with some instances of far-field oversensing of the right ventricular (rv) lead. Slightly increased pacing thresholds were also noted. The physician attempted to reposition the lead but found a portion of the outer insulation had become damaged. The lead was fully removed and a new ra lead implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection of the lead noted melting of the outer insulation approximately 13 and 14 cm from the terminal pin consistent with cautery damage. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device upgrade procedure this right atrial (ra) lead was found to exhibit poor sensing values with some instances of far-field oversensing of the right ventricular (rv) lead. Slightly increased pacing thresholds were also noted. The physician attempted to reposition the lead but found a portion of the outer insulation had become damaged. The lead was fully removed and a new ra lead implanted without issue. No adverse patient effects were reported.